Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a split is inconclusive due to the state of the returned sample. One photograph of a dual lumen groshong nxt catheter was returned for evaluation. An initial visual observation of the photograph showed the junction between the catheter and the molded joint was circled. No split or leakage in the catheter could be seen in the returned photograph. While no splits or leaks could be seen in the catheter in the returned photograph, possible causes of a leak include sharp instrument damage, flexural fatigue, securement technique, and over-pressurization; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time.

Event description:
It was reported that two piccs split in the same location with one patient and had to be removed. Patient was receiving home tpn. Both piccs were secured with securacath. PICC were all 45cm and measured at 39cm at skin and 40cm at skin respectively. The patient currently has a third PICC inserted. This report addresses the first PICC.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy1194 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (redy1194) have been reported from the same facility in the (B)(6).

Event description:
It was reported that two piccs split in the same location with one patient and had to be removed. Patient was receiving home tpn. Both piccs were secured with securacath. PICC were all 45cm and measured at 39cm at skin and 40cm at skin respectively. The patient currently has a third PICC inserted. This report addresses the first PICC.